Event description:
It was reported that patient presented in clinic for routine follow up where it was noted there were episodes of mode switching due to retrograde conduction, leading to functional atrial loss of capture. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.